Manufacturer narrative:
Citation: lee my. Mechanisms of heart block after transcatheter aortic valve replacement ¿ cardiac anatomy, clinical predictors and mechanical factors that contribute to permanent pacemaker implantation. Arrhythm electrophysiol rev. 2015 aug; 4(2): 81¿85. Doi: 10 .15420/aer.2015.04.02.81. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding mechanisms of heart block after transcatheter aortic valve replacement ¿ cardiac anatomy, clinical predictors and mechanical factors that contribute to permanent pacemaker implantation. This is a review article and all data were collected from multiple centers. The study population included unspecified number of patients and unspecified number of which were implanted with medtronic corevalve. Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: myocardial infarction, stroke, deep implant, left bundle branch block (lbbb), right bundle branch block (rbbb), permanent pacemaker implantation, complete heart block (chb), atrioventricular conduction disturbances, and arrhythmias. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products were reported.